Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: paroxysmal atrial fibrillation occurs often in cryptogenic ischaemic stroke. Final results from the surprise study. Eur. J. Neurol. 2014;21(6):884-889. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable loop recorder (ilr). Multiple patients with multiple failure modes and adverse events were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lack of device detection, device undersensing. Three ilr¿s were removed due to skin reaction and discomfort from the device. No patient complications have been reported as a result of this event.